Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed farfield signals. Technical services (ts) reviewed the device data and provided reprogramming recommendations. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed farfield signals. Technical services (ts) reviewed the device data and provided reprogramming recommendations. No adverse patient effects were reported. This ra lead remains in service. Additional information was provided that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and noisy signals with isometrics testing. No adverse patient effects were reported.